Event description:
On (B)(6) 2024 dr. (B)(6) shared the following event with me: on (B)(6) 2024 a patient with (B)(6) pacemaker model number [redacted] serial number [redacted] (implanted (B)(6) 2017) and intermedics atrial lead model number 438-10 serial number (B)(6), and intermedics ventricular pacing lead model number 432¿03 serial number (B)(6) (both implanted (B)(6) 1997) presented to (B)(6) hospital for laser lead explant and device generator explant surgery. The surgery was uneventful and the patient is recovering in hospital. There are no plans to implant a new pacemaker system at the present time. Dr. (B)(6) commented that the (B)(6) pacemaker had eroded through the skin, hence the patient needed the laser extraction and device generator explant. There are no allegations of poor performance with the (B)(6) pacemaker. It is not known why the pacemaker had eroded through the skin, he said one day the patient felt something strange at the pacemaker pocket site. Dr. (B)(6) saw the patient and confirmed that device erosion was occurring and he could see the generator and the lead protrude through the skin. The explanted generator and explanted leads were discarded. Ref report: mw5153849. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).a